Event description:
The customer contact reported that the device did not alarm when air was in the tubing distal to the device. The device was returned to the biomedical department from the women's service department with an unsigned note that stated, "air in line". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed for air in line with no air present; however when an air bolus was introduced into the tubing, the device did not alarm. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel